Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due ot low blood glucose. Customer's blood glucose was unknown mg/dl. The customer stated, the cause of the low blood glucose may have overestimated carbs for pizza. The customer declined to troubleshoot for low blood glucose. The customer was referred to healthcare provider.